Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that they received a failed battery test alarm after reinserting a battery. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the insulin pump was not blank at the time of call. The customer stated that the battery cap was corroded. The customer stated that they removed the insulin pump and reverted to back up plan. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.